Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a motor error, insulin pump rejected new batteries, unexplained no delivery alarm. The customer¿s blood glucose was unknown. Customer was declined to troubleshooting for further issue. The insulin pump will not be returned for analysis.